Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by health professional that they are currently treating customer due to high blood glucose. The customer's blood glucose was over 600mg/dl. She downloaded customer's reports from carelink and stated the act button is not working when pressed and noticed on the last two set changed the fill tubing process was not complete. The customer was advised the pump will need to be replaced. Was advised to discontinue the use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump received with no button response at act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or due to no button response. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.